Event description:
Baxter product surveillance rec'd a report that minicaps were falling off a transfer set. There was no pt injury or medical intervention indicated at the time of the initial report.